Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a male patient of unspecified age underwent a splenic embolization procedure in which the flexor raabe guiding sheath was used. The complaint sheath was inserted over a .035 wire into the patient's groin for vascular access. No scarring or vessel calcification was reported. The physician removed the dilator and the sheath body separated at the hub. No vessel spasms were noted. No blood loss was reported. The procedure was successfully completed. No adverse effects have been reported. According to the initial reporter, the patient did not require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: product identifier, the device returned to the manufacturer was labeled 7fr. Information was received on 02/06/2019 confirming the correct rpn as kcfw-7.0-38-55-rb-raabe. Investigation ¿ evaluation. A review of the dimensional verification, documentation, drawing, instructions for use (IFU), quality control, and a functional test & visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned package confirmed that one used 7fr kcfw sheath and dilator set was returned. The dilator was inserted into the proximal fitting and sheath; however, the proximal fitting was separated from the sheath. Biomatter was visible on the dilator, proximal fitting, and inside the flexor sheath tubing. There was not visible damage. During the functional test, no resistance was felt removing or inserting the inner dilator. The length of the device components were measured, these measurements were approximations due to the separation causing distortion of the device material. The overall sheath length was approximately 55.2cm, and the overall dilator length was approximately 58.4cm. The connector cap was removed to reassemble the sheath to the proximal fitting. No excess flue was noted on the threading of the proximal fitting or the connector cap. The sheath and proximal fitting was reassembled. An attempt was made to separate the sheath from the proximal fitting by pulling gently. The device remained intact. The dilator was inserted into the reassembled proximal fitting and sheath. A second attempt was made to separate the sheath from the proximal fitting, with the dilator fully inserted, using manual force only, the device did separate. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, an IFU is provided with the device, which states ¿before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage.¿ it goes on to say ¿this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed. The maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight. When inserting, manipulating, or withdrawing a device through an introducer always maintain introducer position. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ then finally it instructs to ¿withdraw the sheath and dilator as a unit. Remove the wire guide.¿ moreover, a review of the quality control procedures and drawings was performed, and no gaps were found. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Measures are being conducted to address this failure mode. Per the quality engineering risk assessment no further action is required. A review of the device history record indicated that the lot met all finished goods release criteria. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.